Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was performance and safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, they received a "safety disk leak test" failure message. The iabp was replaced and therapy was initiated. No patient was involved.